Manufacturer narrative:
Following the investigation on the returned product that was performed on (B)(6), 2017, it was found that the device was not fractured at the tip as the customer had initially reported. As a result, the prior submissions for MFR- 0001038806-2017-00375 submitted on july 5, 2017 is no longer considered reportable events by the manufacture and no further reports will be submitted for this event. One narrow square driver was returned for inspection. A visual inspection revealed signs of wear consistent with use, and some corrosion at the square head. The drill engagement surface is confirmed to be fractured. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. A root cause for the complaint could not be determined.

Event description:
The doctor reported a fracture of the driver tip (B)(4), he was able to get all fractured parts out. There was no harm for the patient.